Event description:
This lead was explanted due to poor positioning. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The visual inspection showed cuts in the insulation and damages at the steroid collar. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.